Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failed nav-ring and missing select button. No patient or user harm was reported.

Event description:
The customer reported a failed nav-ring and missing select button. No patient or user harm was reported.